Manufacturer narrative:
Additional information received: lens was exchanged with a different power, vault was fine (B)(4)

Manufacturer narrative:
Additional information: work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, diopter -10.50, into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the patient began to complain of ocular pain. Reportedly, also noted is excessive vault and that the lens is "compromising the angles." The lens remains implanted.